Manufacturer narrative:
(B)(4). Eval, results: angulated aortic neck. Eval, conclusion: angulated aortic neck.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.4 cm abdominal aortic aneurysm. The aortic neck was 19 mm in diameter at the level of the renal arteries, 25 mm in diameter at the start of the aneurysm and it was 35 mm long. The neck had moderate angulation and mild calcium. It was reported that after the bifurcated stent graft was implanted there was a kink of the stentless area of the ipsilateral limb of the bifurcated stent graft noted. The stent graft was able to conform to the neck angle; however, the neck angulation and placement of the graft contributed to the kink. An 18x85 aneurx limb was placed within the ipsilateral limb in order to reline the kink. No clinical sequelae were reported, and the pt is fine.